Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, two cubie drawers were failed to open due to hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height legacy drawer 6 was not detected on the bus. A field service engineer replaced the pyxis bus controller card, re-seated all cable connections at the back of the drawer, and re-seated the row board cable. It was also found that row e was not properly seated in the tray. After powering the station back on, the drawer still would not open and was not recognized in the hardware test application (hta) or the medstation application. The engineer concluded that auxiliary drawer 6 needed replacement and proceeded to replace it with another full-height drawer configured in storage space configuration. The customer logged in and successfully inventoried the drawer. The station functioned as designed following the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, two cubie drawers were failed to open due to hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.